Event description:
Caller was bathing in tub and when they tried to pull out plug chain separated from plug through a ring that attached to plug. If they opened door, flooding would occur. Sides of tub are 4 ft high. Caller had to crawl out of tub using towel bar and stepped onto toilet seat, then stepped down from toilet seat to floor. Saw physician due to knee prosthesis and pt had strains and soreness, but no fracture. Company will pay medical bills and change plugs.